Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Did the patient experience any symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Can you please clarify if the actual needle broke or if the needle pulled off from the suture? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Date of needle removal? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? A manufacturing record evaluation was performed for the finished device qmmerm/ j494h05 batch number, and no non-conformance's related to the reported complaint condition were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a scalp biopsy procedure on (B)(6) 2021 and suture was used. While closing the scalp, the needle broke off and became lodged in the patient's scalp. Another procedure was performed to locate and successfully remove the fragment. Additional information was requested.